Event description:
Intracranial pressure / temperature monitoring cp kit 1104bt was involved in an incident with a pt who was undergoing a cranial decompression. The unit took 10 minutes to zero the catheter. Then it started to measure an icp value of 150. The unit was reconnected but icp value was -24. Therefore, they extracted it and used a replacement. The surgery was delayed for half an hour as a result. The pt who had a head injury, died the next day, however, her death had nothing to do with the product.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.